Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 200 mg/dl and 600 mg/dl. Troubleshooting was not performed. The customer reported that the quick release protector did not attached and it comes loose causing high blood glucose. The device will not be returned for analysis.